Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (rbt) was unable to duplicate customer reported issue. When tested, the non-invasive blood pressure (nbp) passes calibration and readings were within range. Static pressure test and nbp testes were also performed and the device passes test. The device was also tested using a patient simulator for readings and were within range. The rbt determined that there may be a possible intermittent issue at the customer's site so the nbp assembly will be replaced. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures the nbp assembly was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was reported that the non-invasive blood pressure (nibp) readings were displaying abnormally high diastolic and will not calibrate. The device was not in use on a patient at the time of the event. There was no adverse event reported.